Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right iliac artery with 80% stenosis, mild calcification and mild tortuosity. The hi-torque (ht) command 18 guide wire was used and advanced without resistance, however, there was resistance during removal and no force was applied. The tip was found to have separated and was trapped inside the 6french (f) sheath. The separated portion was removed from the anatomy by simply removing the sheath. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.